Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and a new tactra device was implanted. Additional information was received. Patient wanted a malleable device. Patient complained of ipp not working. Unable to inflate. Physician reported that the device did not malfunction and was in good working condition. Patient is happy with malleable device.